Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if the issue reoccurred, which they acknowledged and understood.